Event description:
Study: (B)(6). Subject: (B)(6). As reported by the (B)(6), the patient had an initial right tka on (B)(6) 2017 and presented on (B)(6) 2020 with infection - hospitalized ICU 3 months for sepsis after colon surgery. Ambulating with a walker with complaint of right knee pain. (B)(6) 2020 right knee x-rays were unremarkable, aspiration negative. Cbc, esa and c-rp ordered with results consistent for an infection but had only recently been discharged for sepsis. A bone scan showed rtka with markedly increased uptake and clinical exam consistent with infected total knee. Recommended a 2 stage revision. Patient was not too symptomatic so she elected to wait until abdominal problems resolved. R knee hardware removal and placement of antibiotic spacer was performed on (B)(6) 2021. The case report form indicates that this event is definitely not related to the device and/or to the procedure. The outcome of this event is resolved by revision on (B)(6) 2021. No device return anticipated due to being a clinical trial study.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 02-020-11-0340 - truliant ps cem fem ps cem right sz 4: (B)(6). 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t: (B)(6). 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6). 201-78-15 - holding pin mini sharp point 4 pk: (B)(6). 201-78-82 - collar fixation pin 2pk 40mm, quick release: (B)(6). 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6). 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d4, g4, h6 MDR section codes updated/corrected: b, c, d, e, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.